Event description:
It was reported that the cord sheath of autoclavable camera head was pulled back about 2 inches from insertion point. The event occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged video cable and no image. A root cause could not be identified. Based on the results of the investigation, it is likely the video cable was damaged due to the cord sheath had been pulled back approximately 2 inches from the point where it was inserted into the box. The loss of image was also due to a damaged video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.